Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer experienced shortness of breath and vomiting. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found several no delivery alarms. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. The caller stated that the cannula was bent when he removed the infusion set. The customer inserted in the hip area, and he believes that he may insert near the hip bone. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.